Event description:
It was reported that patient fell out of the device. Based on provided information it was possible that sling loop become detached from the device. As a consequence of the event patient sustained subdural hematoma.